Event description:
The olympus representative reported on behalf of the customer that during the liver transplant procedure, the tip of the thunderbeat broke off inside the patient within one minute of opening and was retrieved immediately. A new one was opened and the procedure was completed. No further medical intervention was required. There was no extension to the patients stay and no procedural delay. The device was inspected before use. No patient harm was reported.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the findings are as follows: the probe was broken at 12.7 mm from the distal end of the probe. There were scratches around the broken area. The tissue pad was worn out. There were traces of contact with the rear end of the probe on the non-insulated part. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, a likely mechanism which caused the reported event (probe breakage) is as follows: the seal and cut output were performed with the gripper closed without gripping the tissue (including after the tissue was cut), so the tissue pad was worn, and some parts came off. Since the tissue pad was worn out, non-insulated area of the grasping section and the distal end of the probe came into contact. The output was activated in seal & cut mode in state of description stated above. Therefore, scratches (contact marks) were made on the distal end of the probe and the grasping section, indicating that they encountered each other. The device was activated in seal &cut mode or while the grasping section was grasping tissue. This applied a force to the scratched area of the grasping section, causing this area to have cracks. A force was applied to the probe causing it to break. However, the root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿. ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿. This supplemental report includes a correction to e2 and g2 from the initial medwatch. An update has been made to d9 and h3 from the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.